Manufacturer narrative:
Due to characters limitations, e1 (event site name) is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer before use that the cs300 intra-aortic balloon pump (iabp) backup battery failed and device was not used temporarily. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) stated that the unit is out of warranty and that the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.